Event description:
The user facility reported the 62-year-old female patient was on impella cp support and during support, there were placement signal issues. Staff monitored. The investigating engineer found that this issue was likely related to the automated impella controller (aic) and that there was a controller error on the aic.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: the real time (rt) logs confirm this behavior as for the whole case placement signal goes to 3000 after re-calibration and raw optical sensor drops to -3276.8 and signal not reliable (snr) is 0. The low snr may have triggered the re-calibration of the console. Device analysis: the console was found to have low snr with abnormalities in the ccd array with and without a pump. Replacing the optical bench with a known good resolved the issue. Root cause: the cause of the placement signal not reliable alarm was a defective optical bench. H3 no was erroneously entered on the initial manufacturer device report number 1220648-2025-29821. H10 investigation results was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29821.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates. H6 medical device problem code.